Event description:
The customer reported that following a diagnostic catheterization procedure in may 2001, a vasoseal vhd kit size 6 was deployed. 6 days later the pt was admitted from a nursing home with pain and swelling of the right groin. An ultrasound confirmed a hematoma, but no pseudoaneurysm. The pt was sent back to the nursing home. 4 days later the pt presented in the emergency room with increased pain and swelling of the right groin. An ultrasound revealed an infected hematoma. The following day the pt underwent surgery for an incision and drainage of the hematoma in the right groin. The pt was given two units of blood each. The pt was also treated with IV antibiotics. No further complications were reported.